Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system, was evaluated for a change in pain relief. Diagnostics included x-rays to confirm lead placement and no migration and an impedance check to identify disconnected electrodes. Reprogramming was performed to restore therapy around the disconnected electrode. It was noted that the electrode disconnection identified impacted MRI compatibility. A revision procedure was performed to resolve the electrode disconnection and restore MRI compatibility.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: section d6b. - explantation date. Section g3 - date received by manufacturer. Section g6 - type of report. Section h6 - evaluation codes. Section h10 - manufacturer narrative. The lead and anchor were returned for investigation. Visual inspection identified breaks in the conductor cable on the proximal end. The lead did not pass functional testing, with multiple disconnected electrodes and high impedances identified. The complaint is confirmed. The cause of the conductor cable damage is not able to be definitively determined. The evoke scs system MRI guidelines details the following on impedance, "impedance measurement must be performed to ensure no channels are disconnected or shorted prior to scanning." Details for the reported event confirm that the appropriate pre-MRI steps were performed and resolved through a revision procedure. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "the patient may require surgery (including revision, explant, and replacement)"